Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient's device was beeping and was not working. No symptoms were reported. Event date was unknown. No further complications were reported/anticipated.